Manufacturer narrative:
B4: 02sep2021. The removed speaker assembly was returned to the failure investigation lab (fi). A visual inspection of the speaker assembly revealed that the coil open in the speaker created the primary alarm failure error code.

Manufacturer narrative:
Report date: 09jun2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device displayed primary alarm failed error message. When the device started up the alarm occurred, rebooted, and the same alarm sounded. The customer reported there was no patient involvement at the time the issue was discovered. The phenomenon occurred when performing pre-use checking in a hospital's me room. The international service engineer confirmed reported issue. The ise replaced the speaker to resolve the reported issue. The device passed required performance verification tests per philips standards.